Manufacturer narrative:
Additional information received reported the notify date was 2016-oct-05.

Event description:
Information received via a healthcare professional from a clinical study reported via a representative that unexpected noise was observed on the recorded lfp signals (power channel) after fw update was performed on (B)(6) 2016. No adverse event was observed with the patient. Troubleshooting involved different sensing configurations being tested. The cause of the event had not been determined and was still being investigated. The event was not resolved.